Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number (B)(4). At 11:22 am, the meter result was 1.5 inr. At 11:27 am, the meter result was 2.2 inr. At 11:28 am, the meter result was 2.0 inr. At 11:30 am, the meter result was 2.0 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests one time a week.

Manufacturer narrative:
Initial reporter occupation-occupation is patient/consumer. The test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention test strips and controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 4.8 inr; qc 2: 4.8 inr; qc 3: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result of 3.0 inr on (B)(6) 2023 was not observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.